Manufacturer narrative:
A siemens field service engineer (fse) evaluated the immulite 2500 instrument and instrument data. After analysis of the instrument and instrument data ithe fse replaced the pmt power supply and grounding brush (from the sample carousel). The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low immulite 2500 prolactin results were generated on one patient sample. The laboratory repeated the sample several times for confirmation. There was no known report of treatment given or withheld based on the discordant prolactin results.